Manufacturer narrative:
Correction: please refer to d9 the device was not retuned. The reported event could be confirmed based on details provided, only. Images available revealed a broken nail. Due to missing device a physical evaluation was impossible. In the case presented an 83-year-old female patient, at time of reported event, was initially treated on (B)(6) 2024 with above shown long nail kit r1.5, ti, left gamma3 dimensions 10x280mm x 125 degrees, which was broken as per adverse consequences details given ¿¿in the patient at 3 months after the initial surgery¿¿. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The labelling points out that for successful results a timely bone healing is required; this state must be achieved within a medically recognized period in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. Furthermore, delayed union or non-union of the fracture site are clearly pointed out as adverse effects and may be rather clinical than device related. However, the provided details and x-ray images available for the current case were forwarded to a medical expert for review and statement ¿ his comments [excerpts]: ¿clearly there is no healing at all. It is just 3 months after the initial surgery, the construct is not stable and there are contributing patient factors for this to occur. In a normal situation you would have expected to see callus formation, that is not the case. This is a (starting) non-union, the device is not intended to bear the forces for that long¿ based on above and as per reported event details a revision was performed in (B)(6) 2024 which can be seen as a clear hint that the bone was not healed at all [supported by hcp statement] and it could not be excluded that the current case is linked to patient conditions. Whether or not a pre-damage of the nail occurred during the procedure was unable to be verified due to missing item. Since a physical evaluation was impossible, further technical statement could not be given. Adverse effects are clearly listed in the IFU and as pointed out¿ revision and additional surgery may be a consequence of these complications¿ with information available no deficiency of the nail in question could be verified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The following event was reported through a legal matter: in the letter was reported that the patient suffered a substantial harm due to a medical device failure. The patient have the first surgical procedure on (B)(6) 2024 - with a gamma 3 osteosynthesis implant at (B)(6) hospital. The procedure completed without complication. The patient is 83 years and has various medical conditions. On (B)(6) 2024 the patient was forced to seek emergency care at the (B)(6) hospital in (B)(6), because the implant broke inside the patient causing unbearable pain and severe physical reaction. After 5 days in the hospital the patient (she) have her revision on surgery, and as described in the letter this surgery presented risks given the age of the patient, fragile health condition etc, so the patient was put in a considerable life danger. The surgery was completed successfully. After the revision of the surgery the patient needed home care assistance for basic daily functions, resulting in significant additional expense to provide in home care assistance.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following event was reported through a legal matter: in the letter was reported that the patient suffered a substantial harm due to a medical device failure. The patient have the first surgical procedure on (B)(6) 2024 - with a gamma 3 osteosynthesis implant at medicover pipera hospital. The procedure completed without complication. The patient is 83 years and has various medical conditions. On (B)(6) 2024 the patient was forced to seek emergency care at the medicover hospital in pipera, because the implant broke inside the patient causing unbearable pain and severe physical reaction. After 5 days in the hospital the patient (she) have her revision on surgery, and as described in the letter this surgery presented risks given the age of the patient, fragile health condition etc, so the patient was put in a considerable life danger. The surgery was completed successfully. After the revision of the surgery the patient needed home care assistance for basic daily functions, resulting in significant additional expense to provide in home care assistance.